Event description:
The iliac wallstent was successfully implanted in the common iliac on 10/29/97. The physician post-dilated the stent and it shortened somewhat, requiring a second stent to be placed. The second wallstent was successfully deployed and while retracting the delivery system, the physician inadvertently caught the second stent, pulling it down into the common femoral and partially out of the artery, outside the introducer. The stent was surgically removed. There were no further complications to the pt.